Manufacturer narrative:
Remote support provided.

Event description:
Philips received a complaint on the heartstart mrx indicating that the optical switch does not work. There was no reported patient involvement. Remote support from the customer care solution center was received, during which a quote was provided for the replacement of the optical switch. The customer has not yet accepted the quote. Based on the information available and results of additional analysis, no further action is necessary at this time. The device remains at the customer site. No further action is warranted at this time.